Manufacturer narrative:
Concomitant medical products: the main component of the system. Other relevant device(s) are: product ID: evolutr-26, serial/lot (B)(4), ubd: 14-mar-2020, (B)(4). Product analysis: no product was returned.  Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the paddle remained attached to the delivery catheter system (dcs) after full release. The dcs was pushed too much to the left ventricle and the paddle released the valve in a deep position. While the dcs was removed, the paddle attachment caught on the valve frame and dislodged the valve. Subsequently, a second valve was successfully implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.